Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit is giving a low tidal volume & low leak co2 rebreathing risk. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the customer found a third party to repair the unit. The customer did not provide details of the repair. The issue was discovered during testing. No further information provided.